Event description:
Complainant reported that they experienced water leakage while attempting to send the seeds, they believed the seeds were returned to the transfer device, they disconnected the catheter, then realized that the seeds were not all contained within the beta-cath system. Novoste was contacted and all of the seeds were eventually accounted for. The device will be returned to novoste for eval. Complainant reported that the patient was successfully treated, there was no misadministration, and no negative consequence.